Event description:
Health professional reported an alleged "unexpected port leak" with a "lap-band large" and that the "pt gained weight and now the revision surgery just occurred." Follow-up findings: health professional reported a "hole in the port" was observed upon explantation. The access port was replaced. Follow-up findings: health professional stated the pt "was feeling no restriction." The pt "should have 11 ml" in the band, but "only had 2.5ml." Health professional reported diagnostic testing was conducted and the "upper gastrointestinal (gi) was normal", "radiology couldn't find anything", and after the port was explanted the health professional "aspirated" the port and was unable to get "much fluid out". Health professional stated that "saline with methylene blue was used" which identified a "partial break in posterior aspect 6 cm from port itself."

Manufacturer narrative:
(B)(4). The product associated with this report has been returned however, has not been analyzed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (B)(4)."